Event description:
During a patient event, it was reported that the lifepak 12 device failed to detect and analyze the patient ECG rhythm. The device failed to detect a connection via therapy cable with quik-combo defibrillation electrodes or the paddles. A second defibrillator (possibly a lifepak 5) was brought at the scene and an asystole ECG rhythm detected using the same electrodes. Twenty minutes later, a third defibrillator (lifepak 12) was retrieved and utilized to confirm an asystole rhythm. It was reported that the device issue had no adverse patient effect. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported event could not be determined.